Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, specific evidence that the filter is tilted and perforated. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. Per the medical records provided, the patient had a diagnosis of pulmonary emboli (pe). According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately eight years and eleven months post implantation. The patient reports perforation of filter strut(s) outside the inferior vena cava (ivc) and tilting of the filter. The patient further asserts to have suffered from pain and anxiety related to tilting of the filter and ivc wall perforation. Additionally, approximately eight years and eleven months after the filter was implanted, an abdominal computed tomography (CT) scan reported the filter is tilted within the ivc with its proximal tip inseparable from the anterior wall. All the limbs appear to extend 1-2mm beyond the walls of the ivc with a fat plane noted between each strut and the wall. Additionally, post-surgical changes along the gastric lumen consistent with previous bariatric surgery were noted.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The patient is reported to have had a history of pulmonary emboli (pe). The patient presented with recurring phlebitis, pe and previous spinal, right shoulder and lap band surgeries. Approximately eight years and eleven months after the filter implantation, the patient underwent a computerized tomography (CT) scan that revealed that the filter had tilted within the inferior vena cava (ivc) with its¿ proximal tip inseparable from the anterior wall. In addition, all filter struts extended 1-2mm beyond the wall of the ivc and a flat plane noted between each strut and the wall. The CT scan further noted post-surgical changes along the gastric lumen that were consistent with previous bariatric surgery. The patient further reported having experienced pain, mental anguish and anxiety associated with the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, device embedment and ivc perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. The predominant concern for embedding within the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. The trapease vena cava filter is designed for permanent implantation. Endothelialization has been shown to occur in as short a period as twelve days. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, specific evidence that the filter is tilted and perforated. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. Per the medical records provided, the patient had a diagnosis of pulmonary emboli (pe). According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately eight years and eleven months post implantation. The patient reports perforation of filter strut(s) outside the inferior vena cava (ivc) and tilting of the filter. The patient further asserts to have suffered from pain and anxiety related to tilting of the filter and ivc wall perforation. Additionally, approximately eight years and eleven months after the filter was implanted, an abdominal computed tomography (CT) scan reported the filter is tilted within the ivc with its proximal tip inseparable from the anterior wall. All the limbs appear to extend 1-2mm beyond the walls of the ivc with a fat plane noted between each strut and the wall. Additionally, post-surgical changes along the gastric lumen consistent with previous bariatric surgery were noted. Review of the hand-written note (same day surgery history and physical) indicated the patient had recurring deep vein phlebitis with pulmonary emboli and a history of pe. The patient had a recent lap band reversal surgery (date is unclear). There is also a history of right shoulder arthroscopic surgery, spinal surgery, depression, reflux symptoms and dysphasia. Patient is a smoker and obese. The filter was placed via the right femoral vein.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilt and perforation. Per the medical records provided, the patient had a diagnosis of pulmonary emboli (pe). According to the information received in the patient profile form, the patient became aware of the reported events approximately eight years and eleven months post implant. The patient reports perforation of filter strut(s) outside the inferior vena cava (ivc) and tilting of the filter. The patient further asserts to have suffered from pain and anxiety related to tilting of the filter and ivc wall perforation. Additionally, approximately eight years and eleven months after the filter was implanted, an abdominal computed tomography (CT) scan reported the filter is tilted within the ivc with its proximal tip inseparable from the anterior wall. All the limbs appear to extend 1-2mm beyond the walls of the ivc with a fat plane noted between each strut and the wall. Additionally, post-surgical changes along the gastric lumen consistent with previous bariatric surgery were noted. Review of the hand-written same day surgery history and physical note indicated the patient had recurring deep vein phlebitis with pulmonary emboli and a history of pe. The patient had a recent lap band reversal surgery (date is unclear). There is also a history of right shoulder arthroscopic surgery, spinal surgery, depression, reflux symptoms and dysphasia. Patient is a smoker and obese. The filter was placed via the right femoral vein. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and perforation could not be confirmed, and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. Pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter had tilted and was associated with perforation. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, specific evidence that the filter is tilted and perforated. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages.